Event description:
It was reported that the subject device had water invasion under camera lenses and foggy picture. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: moisture inside objective lens and a smashed connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the water invasion under camera lenses and foggy picture is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.